Event description:
During procedure, the smoke evacuation pencil bovie was about to be used. When it was noticed to be damaged with bovie tip offset. The bovie tip area where plastic holds the tip in place broke off and fell into patient. The plastic shard was retrieved with no other pieces found upon examination. Irrigation did occur with no further pieces being found.